Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: felt something strange in one breast, inflammations on the ganglions, pain, feeling ill, fever, night sweating, uneasiness, feeling of mental obfuscation, diagnosed several illness, from ulcers in the stomach to fibroids in the uterus, felt breast bad and deformed.

Event description:
Company rep reported seeing on a lawyer web page where patient reported " felt something strange in one breast, inflammations on the ganglions, pain, feeling ill, fever, night sweeting, uneasiness, feeling of mental obfuscation, diagnosed several illness, from ulcers in the stomach to fibroids in the uterus, felt breast bad and deformed. Explant surgery identified broken prothesis. Lumps found immune system is weak and urine infection. Device has been explanted. This relates to the right side.